Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During incoming inspection, "a hair-like foreign matter was found inside of the sterile pouch". The outer product box and sterilized pouch were intact and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. There was no mishandling of the product. The product was neither re-sterilized nor re-packaged. One sterile 3.00 x 20mm fires star ptca balloon catheter was returned for analysis inside of its closed pouch and opened box. A loose contamination was found inside the pouch. One of the three supplier's seal was found reduced from the inside out in the middle portion of the pouch. Also a reduction on cordis's seal could be observed. There was evidence of transfer material in the reduced portion of the both seals. No additional damages were observed. Loose contamination inside the pouch was measured and found out of specification. The supplier and cordis seals width (reduced areas) were also measured and found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of foreign material inside the pouch was confirmed through failure analysis. The exact cause of the event could not be determined but is considered to be related to the manufacturing process and a dpra has been opened to address the issue.

Manufacturer narrative:
During incoming inspection, "a hair-like foreign matter was found inside of the sterile pouch." The outer product box and sterilized pouch were intact and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. There was no mishandling of the product. The product was neither re-sterilized nor re-packaged. No actual product was returned for analysis; however, a picture was received. The picture showed what appears to be a hair inside the pouch near the hub. A review of the manufacturing records for the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with this complaint. The complaint could be confirmed from the picture. The issue is considered related to the manufacturing process;an internal investigation was opened to address this type of complaint on firestar and durastar ptca balloon catheters.

Event description:
As reported by the affiliate, a hair-like foreign matter was found inside of the sterile pouch during inventory inspection at (B)(6) plant, (B)(6). The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. There was no mishandling of the product. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
Please note that the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. The product was returned on september 24, 2010. Additional information will be submitted within 30 days of receipt.